Event description:
It was reported that during a hernia repair procedure, rec'd an error code 5: instrument. Another instrument was used to complete the procedure. There was no reported pt consequence.